Event description:
Someone hooked up a valley lab footswitch to the mf-380 esu. Surgeon hit "coag" pedal and "cut" not "coag" activated. Pt lost 500cc blood. Normal is 300cc blood. The or nurse manager said the blood loss for a 16 yr old is not life threatening, and the pt is fine. The procedure was a tonsillectomy.